Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's implantable cardiac monitor presented with p-wave oversensing that was recorded as atrial fibrillation. Programming changes were made, but p-waves were too large and no further programming changes were recommended. There were no patient consequences.